Manufacturer narrative:
Due to character limit, additional information under initial reporter name and address. Initial reporter address line 2: (B)(6). Note: per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. However, the catheter used in this case, is not FDA approved, therefore no PMA details are available. Multiple attempts have been made to obtain clarification on which system was used during this procedure. However, no further information has been made available. Since there is no clarification, no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding clarification of the system used in this event, a supplemental 3500a report will be submitted to the FDA. Since no serial number was provided, no manufacturer record evaluation could be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 66-year-old male patient underwent an ablation procedure with a 28 mm balloon ablation catheter and an ngen rf generator, world wide configuration. The patient suffered atrio-esophageal fistula. On 31-oct-2022 the bwi sales consultant learned from the doctor that a patient treated in on (B)(6) 2022 with an atrio-esophageal fistula was admitted to the emergency department. Unfortunately, the case is more than a month in the past. The only information available is that it was a heliostar pvi. The procedure was successfully performed and completed that day. A rapid rise in temperature at the esophagal tube was noticeable. However, the ablation was stopped here with immediate effect. The procedure was successfully completed. No fragments were generated. There were patient consequences of atrio-esophageal fistula, requiring other medical intervention. The patient is currently being treated in the emergency room. Additional information was received. The adverse event occurred on (B)(6) 2022. This adverse event was discovered post use of biosense webster products, to be exact about 1.5 month after. The patient outcome of the adverse event is worsened, due to the fistula the level of suffering has increased. The patient required extended hospitalization due to fistula. There were no relevant tests, lab date, or history. No error messages were observed on biosense webster equipment during the procedure. Esophagus temperature probe was used to prevent esophageal injury. The electrodes closest to the esophagus were turned off. Service is not required.

Manufacturer narrative:
Additional information was received on 18-jan-2023. Computed tomography (CT) scan confirmed the ae fistula treated by stent and completely recovered. However, patient underwent neurological rehabilitation for brain damages. Therefore, updated b2. Is required intervention field. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) on 15-mar-2023, the product investigation was reopened to correct/update the investigation findings which resulted in the following changes/corrections. It was reported that a 66-year-old male patient underwent an ablation procedure with a 28 mm balloon ablation catheter and an ngen rf generator, world wide configuration. The patient suffered atrio-esophageal fistula. The service was declined. The contributing factors were excessive energy delivered by the physician on the posterior wall (due to an insufficient number of electrodes selected as posterior wall electrodes, based on patient anatomy, and not terminating rf in time based on esophageal temperature increase) and misinterpretation of pv anatomy, leading to excessive energy delivery in the same region of the posterior wall. Per the instructions for use (IFU), there are precautions to avoid esophageal damage such as reducing energy delivered (power/time), increasing the time between ablation, visualizing the esophagus, and/or using a temperature probe. Since no serial number was provided, no manufacturer record evaluation could be performed. All devices are manufactured, inspected, and released to approved specifications as part of biosense webster's quality process. An internal corrective action has been opened for further investigation. Explanation of codes: investigation findings: no findings available (c20)/ investigation conclusions: cause not established (d15) were selected as related to the customer¿s reported ¿adverse event¿. Investigation findings: no device problem found (c19) / investigation conclusions: unintended use error caused or contributed to event (d1102) were selected as related to the biosense webster inc. Analysis assessment of ¿user error¿.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during the review of the additional information received on 14-feb-2023, it was noted follow-up #1 contained the incorrect g3. Date received by manufacturer. This follow-up is being submitted as a correction.

Manufacturer narrative:
Additional update was received on 14-feb-2023. He was treated with a stent and that was removed after 1 week without signs of fistula. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).